Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7148919 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50 serial number: (B)(6). Batch/lot number: 7149168 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318 batch/lot number: 34570892 model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient spinal cord stimulator (scs) system was explanted due inadequate pain relief. The explanted device components were not returned. No device malfunction suspected.